Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017- failure to follow steps / instructions was added to capture the jerky motion during the procedure.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly after successful deployment, the suture broke due to jerky motion during knot advancement. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1562, 2017 removed, 1142 added.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the previously reported suture break due to jerky motion during knot advancement did not occur. A posterior cuff miss occurred. No additional information was provided.